Manufacturer narrative:
The product was not received for evaluation, however, a photo was received and evaluated. Additional information: section h3: device evaluated by manufacturer: yes device evaluation: the original folding carton, patient stickers, and a printed-out photo were received. However, no lens or handpieces were received for evaluation. The received photo was evaluated. The photo displayed the suspect lens on a blue tray. The lens was observed to be cut in half and a haptic was detached. No further evaluation could be performed. Product evaluation was not performed because the product has not been received. The complaint issue was not identified during the photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to be defective after implantation. The lens was inserted and subsequently removed and replaced with another johnson and johnson iol of the same model and diopter, during the same procedure. No unplanned vitrectomy, incision enlargement, sutures, or delay in procedure occurred. No patient injury was reported. The patient fully recovered. The device was discarded. No further information was provided.